Manufacturer narrative:
The company rep examined the system and found no problem. The system was then tested and met product specifications. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A tech reported that during surgery, the system does not power on in quadrant mode. The system was exchanged and the surgery was completed with no pt harm.